Event description:
It was reported that the patient fell down and the condition worsened. The hcp assumed the left lead had broken, and it was reported that there was a short circuit on electrode pair 2/3. The lead was replaced and it was reported that the patient was recovering from the operation with no other complications.

Manufacturer narrative:
Product ID 3389-28, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).